Event description:
It was reported that the user¿s ilet pump screen was unresponsive and could not be unlocked, though the wake button functioned and blood glucose values continued to display; the user was unable to access on-pump menus or the notification bell, and an app-initiated restart did not resolve the issue, so a replacement was arranged. Symptoms included no reported changes in blood glucose. Outcomes included advice to use backup therapy due to unreliable insulin delivery and meal announcements, instructions to shut down the device to avoid further alerts, confirmation that data would not transfer to the replacement, and guidance to continue cgm via the dexcom app or receiver. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a suspected touchscreen or front panel input malfunction. It was concluded that the device exhibited a screen responsiveness failure consistent with a hardware malfunction.